Event description:
On 12/6/2023, it was reported by a sales representative via email that an ar-2324bcc biocomposite swivelock c eyelet broke off the shaft during insertion and was floating loose in the patient's joint. The eyelet was removed and it was noticed that the eyelet broke between the tip and the retention suture, leaving the retention suture still in the inserter on the swivelock. The case was completed using a new anchor. This was discovered during an rcr procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.

Event description:
Additional information received on 12/12/2023: the case was completed using another ar-2324bcc biocomposite swivelock c. The case was delayed about two minutes trying to retrieve the anchor and eyelet from the joint; however, no additional anesthesia was needed. The patient suffered no negative effects on or after the surgery.